Manufacturer narrative:
The event occurred in another country.

Event description:
Reporter stated that pt's blood glucose was measured, using the active system, with a result of 2.6 mmol/l. Based on this value, pt self-treated with "glucose water". An unspecified time later, pt reportedly retested blood glucose, on the active system, and obtained a result of 2.9 mmol/l. Again, pt self-treated with "glucose water". Pt reportedly began feeling dizzy and uncomfortable, and was transported to the hospital by a family member. Reporter stated that, at the hospital, pt's blood glucose was "hi". Pt was subsequently treated with insulin. No add'l treatment was reported. The pt's active system was reportedly tested with level-one control solution and the value was within the acceptable range. The suspect product was not returned to the MFR for add'l eval.